Manufacturer narrative:
(B)(4).

Event description:
Patient underwent device implant surgery. Follow-up surgeon reported that the device implanting surgeon had perforated the patient¿s hypo pharynx during surgery which resulted in mediastinal emphysema. The patient was hospitalized. The patient was seen by the follow-up surgeon in the hospital again and the patient¿s conditions were clarified to be the following: hypopharyngeal perforation, recurrent laryngeal nerve paralysis, greater auricular nerve injury. Further information was received that there was a discrepancy between the two surgeons as to the cause of the patient's symptoms. It was noted that the patient was hospitalized due to the patient's gi system being "messed up". It was noted that the patient's gag reflex was tested and the patient did not have one. The follow-up surgeon noted that he believed the vagus nerve may be injured explaining the patient's symptoms. It was noted that the patient may need a peg tube and was left in the hospital as an inpatient due to this. No other relevant information has been received to date.

Event description:
Lead product analysis was completed. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device.

Event description:
Further information was received that the patient was to have lead revision as the surgeon believes that the device was placed on the wrong nerve. Clinic notes received indicated that the patient was diagnosed with vocal cord paralysis. It was noted that there was injury to the vagus nerve. Issues with the gag reflex were noted as well. The notes further indicated that the patient woke up after vns placement surgery and had facial swelling, complicated esophageal perforation, and vocal cord paresis. Patient presented on (B)(6) 2019 with left ear and jaw pain that worsens with magnet swipe. The settings were lowered. It was noted that the patient had neck and jaw pain with palpation and lead manipulation. It was noted that the left vocal cord was weaker than the right. Patient was also reported to have facial paresthesia. Left facial pain and jaw pain were attributed to the device. Patient underwent lead revision surgery due to nerve pain. It was reported that the patient was referred for lead revision due to nerve pain and possible nerve damage stemming from the patient¿s implant surgery. Upon opening the patient¿s neck, it was confirmed by the surgeon that the old lead was placed correctly on the vagus nerve. The lead was cut out and removed other than the electrodes attached to the nerve. It was noted that the new lead was placed on the vagus nerve below the previous lead electrodes. The patient¿s generator was not replaced. The explanted lead was received by product analysis. Product analysis has not been completed to date.

Event description:
Patient was reported to no longer be at the inpatient clinic as the patient's overall condition had improved. Patient was set to the physician's desired dosing settings with no issues. No other relevant information has been received to date.